Event description:
It was reported that the patient came in for re-evaluation on (B)(6) 2015 and it was discovered that one of his implantable neurostimulators (ins) had unexpectedly failed 36 hours prior. The hardware failed early and was at 3.69 volts six months prior. It had been a year since the patient was checked and there was no short circuit present at that time. An impedance check was done on (B)(6) 2014, but the results were not specified. The ins was replaced. The patient outcome was not provided, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the implantable neurostimulator (ins) battery depletion was premature. The ins was at 3.69v with a current drain of 119 ma on (B)(6) 2014. The ins had been programmed in continuous mode. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v616865, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v688050, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found the battery at normal end of life with no telemetry or output. There were no significant anomalies. Electrical testing did not show any abnormal results. No evidence of an internal mechanism for premature depletion was found during destructive analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).